Event description:
A surgeon reported that after the phacoemulsification, the surgeon noticed that there were dark spots on the both haptics and optics of the intraocular lens (iol). Another iol was delivered to the hospital on the next day and the surgery was completed. The surgeon reported that he had tried to rub the spots off the iol. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).